Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months after implant the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection. The patient exhibited endocarditis, bacteremia, and vegetation was noted on the right ventricular (rv)lead. No further patient complications have been reported as a result of this event.